Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-tortuous and non-calcified mid-forearm vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 22 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-tortuous and non-calcified mid-forearm vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 22 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
The device was returned for analysis and the evaluation was completed on 09oct2024. A visual and tactile examination was performed, and a longitudinal tear was identified in the balloon material. The tear measured 35mm in length and extended from a position 6mm proximal of the proximal markerband to 29mm distal of the proximal markerband. There were no damages or kinks found on the tip or shaft of the device. Both markerbands were undamaged and present on the shaft of the device.